Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. A sensor scan result of 'hi' (reading >500 mg/dl) was obtained and customer experienced multiple symptoms. Customer had contact with a healthcare professional and a reading of 29 mg/dl was obtained on the hcp device. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caller reported the customer's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. A sensor scan result of 'hi' (reading >500 mg/dl) was obtained and customer experienced multiple symptoms. Customer had contact with a healthcare professional and a reading of 29 mg/dl was obtained on the hcp device. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.